Event description:
The user facility reported a hose on the uv light of the system 1e processor disconnected causing flooding in the room where the unit was located. Construction personnel in the area where the water was observed shut off the water supply and cleaned up the water. No injuries, procedural delays or cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the processor and found the hose and fitting from the uv outlet to the system 1e inlet connection was not present. He also found the uv power supply, fan and sensor were inoperable. A user facility technician told our technician that the 90 degree factory crimp fitting separated at the uv outlet connection and that the hose and fitting were removed and discarded by an unknown individual. The technician replaced the uv power supply, uv sensor, cooling fan and hose, tested the unit determined it to be operational. Investigation of this event is in process; a follow up report will be submitted when additional information becomes available.

Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).